Event description:
The customer reported that the system had a problem with the joystick. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The joystick was replaced. The system was tested and found to be working as intended and put back into service.